Event description:
The biomedical engineer reported the ventilator did not transition to backup battery when external battery power was no longer available and there was no low battery alarm noted. The device was in use on a patient and there was no patient harm reported. The biomedical engineer reported the device diagnostic log indicated an occurrence of a 24/+-12v/power fail condition. The biomedical engineer reported he charged the batteries and the ventilator would operate on external battery but not backup battery. As the device was out of warranty, the customer contacted manufacturers product support engineer (pse). The pse discussed the low backup battery alarm with the customer. The customer reported the unit operated on external battery power with no issues and when the external battery got low, it switched to backup battery power as expected. At that time the backup battery was depleted and could not support operation so the ventilator shut down. As a result there was no low backup battery alarm. The pse advised the customer to test the backup battery and evaluate the power supply to address the reported problem. The customer stated the backup battery will be ordered for replacement and will contact the manufacturer if further repair is needed.

Manufacturer narrative:
Out of warranty; no manufacturers service requested.